Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the charger will no longer locate the ipg. He has stimulation but the ipg battery level is low. The patient has gained (B)(6) stated but stated that his ipg feels shallow. He tried adding and decreasing space to no avail. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.